Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387s-40, lot# v875210, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0lrz2, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported an impedance test performed in (B)(6) determined that the lead was compromised; surgery was scheduled for (B)(6) to revise the lead. It was also stated that the patient experienced a worsening of tremors around the 3rd week of (B)(6). It was confirmed that there was no trauma / falls related to the issue. Please see report number 3004209178-2016-21313.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.